Manufacturer narrative:
A titan touch pump, two cylinders, lockout reservoir and connector/reservoir inlet tube were received for evaluation. Examination and testing of the returned components revealed the pump exhaust tubes and inlet tube were overlapping each other while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the reservoir tubing at the inlet tubing/strain relief junction. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to the available information, malfunction - reservoir tubing break.